Manufacturer narrative:
The technician replaced the left and right head brake casters to resolve the issue.

Event description:
The account alleged that the left and right head brake casters were ratcheting and would not hold. No pt impact.